Event description:
The user received questionable results for sodium and bicarbonate on the cobas c501 analyzer (#2). The event involved 16 patient samples. Seven patient samples gave discrepant results. All seven patient samples were repeated on another cobas c501 analyzer serial number (B)(4) (#1) at the site. Patient sample 1, initial sodium gave 130 mmol/l. The repeat result was 141 mmol/l. Patient sample 2, a female, (B)(6), initial sodium gave 125 mmol/l. The repeat result gave 136 mmol/l. Patient sample 3, a female, (B)(6), initial sodium gave 127 mmol/l. The repeat result gave 140 mmol/l. Patient sample 4, initial sodium gave 130 mmol/l. The repeat result gave 137 mmol/l. Patient sample 5, initial sodium gave 125 mmol/l. The repeat result gave 134 mmol/l. This result was accompanied by a data flag. Patient sample 6, a female, (B)(6), on (B)(6) 2010 initial sodium gave 226 mmol/l. The repeat result was 134 mmol/l. Patient sample 7, a female, (B)(6), on (B)(6) 2010 initial bicarbonate gave 55 mmol/l. The repeat result was 25 mmol/l. No patient demographics were provided for patient samples 4 & 5. The user said no original results were reported and no patients affected. Sodium electrode lot number, f48. The bicarbonate reagent lot number was not provided. The field service representative found dirty water lines coming from a valve up to the rinse mechanism. He cleaned the water line and adjusted cell water delivery. The customer ran several calibrations and controls for all tests with results within customer's specifications.